Event description:
A group of falsely elevated sodium results was obtained on multiple patient samples over a period of several hours. The results were reported to the physician. Several of the patients were re-run over the next several days and a lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was an occlusion of the imt drain. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account and performed appropriate maintenance procedure to clear the occlusion. The instrument is performing within specifications. No further evaluation of the device is required